Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00040 on 21-jan-2020. Additional information (23-jan-2020): a siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service call on the instrument, including cleaning of the sample port for build-up of dried serum residue, replaced reservoir, tubing, and pumps, ran master curve material and quality control (qc), which recovered acceptably. Siemens further investigated and determined that the malfunction of components related to the acid and base functionality potentially contributed to false reactive results for hepatitis b surface antigen antibodies (anti-hbs) results. The instrument is performing according to specifications. No further evaluation of this device is required. The customer provided information about the serial numbers for the alternate instruments: centaur 1: (B)(6). Centaur 2: (B)(6). Centaur 3: (B)(6). Conclusion code in section h 6 was updated to reflect the additional information. MDR 2432235-2020-00113_s1 and MDR 2432235-2020-00114_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that (B)(6) results were obtained on patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced wash 1 dispense port fittings at fluid manifold and ran quality controls (qc), which recovered acceptably. On (B)(6) 2020, the customer indicated that (B)(6) qc was high and out of range. Siemens is investigating the issue. MDR 2432235-2020-00113 and MDR 2432235-2020-00114 were filed for the similar issue.

Event description:
(B)(6) results for (B)(6) surface antigen antibodies ((B)(6)) were obtained on 6 patient samples on an advia centaur xp instrument. The (B)(6) results were reported to the physician(s). On 22-dec-2019, the samples were repeated on three alternate advia centaur instruments. When sample ids (B)(6) were repeated on the alternate instruments, additional (B)(6) results were obtained on the patient samples on the alternate instrument. These patients are truly nonreactive for anti-hbs, and the (B)(6) results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results. MDR 2432235-2020-00113 pertains to sample ID (B)(6). MDR 2432235-2020-00114 pertains to sample ID (B)(6).